Manufacturer narrative:
Despite requests made to the manufacturer, the specific device associated with the complaint was not returned. Although 11 units from the same lot were received in sealed pouches, the defective unit could not be evaluated. As a result, the reported issue could not be confirmed.

Event description:
The device had intermittent power, the handpiece would work maybe once and then stop.

Event description:
The device had intermittent power, the handpiece would work maybe once and then stop.

Manufacturer narrative:
At this time, an investigation is being conducted with devices from the same lot as the device used during the event. Once an investigation report is available, a final report will be submitted with more information.